Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message using these electrode pads complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was oberseved during thje review of device history logs and initial testing. However, the device was put through extensive testing including full functional testing using pads, bench testing and ECG monitoring without duplicating the problem. The electrode pads used during the event were not returned for the evaluation. Therefore, the occurrence of the reported problem cannot be confirmed. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.